Event description:
During elective laser lithotripsy with stone extraction, it was noted that the laser tip broke off while being utilized. Md noticed immediately and retrieved broken piece. Used scope to visualize area to confirm no other fragments. Bard.